Manufacturer narrative:
The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and the stent was prepared as per the dfu. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous'. The introducer sheath was inserted into a microcatheter and the rhv was correctly adjusted to allow insertion/advancement of the stent delivery system without causing damage. It was reported that 'the stent was deployed prematurely in microcatheter lumen'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during a stent assisted acoma (anterior communicating artery) aneurysm embolization procedure, when the physician attempted to deliver the subject stent to the target lesion through the microcatheter, the subject stent deployed prematurely in the lumen of the microcatheter. The subject stent along with the microcatheter were removed out of the patient's body. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a stent assisted acoma (anterior communicating artery) aneurysm embolization procedure, when the physician attempted to deliver the subject stent to the target lesion through the microcatheter, the subject stent deployed prematurely in the lumen of the microcatheter. The subject stent along with the microcatheter were removed out of the patient's body. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.